Event description:
A caller reported a continuous glucose monitor (cgm) error 42 while using the g6 sensor. No adverse impact to the customer¿s blood glucose level was noted. Technical support provided the caller with complete pump reset information and guided them through the process, leading to a successful start of their sensor session without further errors.